Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f terumo sheath. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. It was reported that 20 minutes after the deployment the physician was called because the patient was dizzy and complained of pain in the kidneys. The result of a tac (tactical scan) by the physician revealed a peritoneal hemorrhage (rp bleed). The patient went into respiratory arrest. It is unknown as to how the respiratory arrest was resolved. Manual compression was held for approximately 30 minutes at the access site and the patient's bleeding was controlled. The patient was transferred to the ICU (intensive care unit). The patient recovered her blood pressure and remained stable with no further complications noted. The patient was hospitalized for reasons unrelated to the mynx device or mynx procedure. The patient's discharge date was not provided to the distributor. No further information is available. On (B)(6) 2013, the aci distributor reported that the physician linked the peritoneal hemorrhage (rp bleed) to the mynx and that the physician believes the respiratory arrest and peritoneal hemorrhage (rp bleed) have relationship.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1224202) indicated that the device lot met all established performance criteria prior to shipment.